Event description:
The customer reported that the operator of a dimension exl with lm instrument slipped on fluid which was leaking from the instrument. The operator hit her head on the side of the dimension exl with lm instrument and went to the emergency room for evaluation. The operator was sent home as a precaution and did not require any further evaluation.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse determined that the instrument generated a sample cleaner bottle empty error and a low sample cleaner sensor error during the time of the event. The cse replaced the bottle caps and tubing. The cause of the fluid leak is unknown. The cse successfully cycled the cuvette manufacturing area, ensuring that the cuvettes were all sealed properly by the instrument. The instrument is performing within specifications. Further evaluation of the device is not required.